Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radiofrequency ablation, they used the cool-tip rental device but the generator could not be used due to failed recognition of the pump. The procedure was performed again using an alternative device at a later date but the disposable device was already opened so a new one was used. Reoperation was required due to the issue and surgical time was extended. Another device was used to complete the case.